Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a gastrectomy procedure on (B)(6) 2010 and suture was used. During the procedure, the needle broke at the swage and detached from the suture during continuous suturing of fascia at the abdominal wall. No fragment remained at the pt's body. There were no adverse consequences to the pt.